Event description:
The customer's family member stated that the customer woke up with a normal blood sugar reading. The customer stated that they were feeling very sick and the customer was having low blood sugars. The paramedics were called and arrived at their home to assist the customer. The family member stated that the customer's blood sugar levels have been normal since the incident. The customer does not recall bolusing that morning when they experienced low blood sugar levels.